Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7045297.

Event description:
It was reported that the patient experienced irritation at the ipg site. The physician performed d¿bridement and confirmed infection per fluid test result. It was not device related. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead will not be returned.